Event description:
The customer reported via phone call that she was trying to bolus and the up arrow was not moving. Customer could not bolus today. Customer's blood glucose was 144 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons function properly and there is no damage on the keypad assembly. The j2 connector on the lcd was inspected and there was no unlock keypad connector. The unit was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.